Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that withdrawal difficulties was encountered. The target lesion was located in a mildly tortuous and severely calcified anterior tibial artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During the procedure, the device was unable to cross severe calcified area but was able to be dilated in the area before the target lesion. It was noted that there was resistance during withdrawal of the device. The device was checked outside the patient's body when it was noted that a non bsc guidewire got detached. No device fragments remained inside the patient. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination could find no issue with the balloon. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was identified on the outside of the device. A visual and microscopic examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. The blades were intact and fully bonded to the balloon surface. Multiple kinks were noted along both the hypotube and the polymer extrusion shaft. An examination of the polymer extrusion shaft found that the inner and outer extrusions were torn at the site of the kink and this extended distally for a total length of 15mm. One possibility for this damage may be due to the guide wire puncturing out through the inner and outer extrusion at the site of the kink and as a result a jagged tear occurred in both the inner and outer extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulties was encountered. The target lesion was located in a mildly tortuous and severely calcified anterior tibial artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During the procedure, the device was unable to cross severe calcified area but was able to be dilated in the area before the target lesion. It was noted that there was resistance during withdrawal of the device. The device was checked outside the patient's body when it was noted that a non bsc guidewire got detached. No device fragments remained inside the patient. The procedure was completed with this device. No patient complications were reported.